Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the device was operating in backup vvi mode when received. Device software was intact. Analysis confirmed that backup vvi was caused by power on reset (por). After a software download was performed, normal function ensued. The por did not recur during analysis; cause for por was unknown.

Event description:
It was reported that when using the programmer's pacing system analyzer application, telemetry was lost. The device could not be interrogated and there was no magnet response. The pulse generator was explanted and replaced.